Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were provided and reviewed. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: a patient with a pulmonary embolism and deep vein thrombosis despite anticoagulation had a vena cava filter deployed. Approximately six years five months post filter deployment, the patient was scheduled for a filter retrieval procedure. The filter apex was noted to be encased in a fibrous cap and attempts to use the recovery cone to displace the fibrous cap were attempted but were unsuccessful. Then, a loop snare technique with a catheter, guidewire, and gooseneck snare were utilized to attempt to separate the apex of the catheter from the lateral inferior vena cava wall which were unsuccessful after three to four attempts. Repeat digital subtraction radiogram was performed which demonstrated stable positioning of the filter and any further attempt to retrieve the filter was concluded. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter could not be retrieved during a percutaneous procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. A patient with a pulmonary embolism and deep vein thrombosis despite anticoagulation had a vena cava filter deployed. Approximately six years five months post filter deployment, the patient was scheduled for a filter retrieval procedure. The filter apex was noted to be encased in a fibrous cap and attempts to use the recovery cone to displace the fibrous cap were attempted but were unsuccessful. Then, a loop snare technique with a catheter, guidewire, and gooseneck snare were utilized to attempt to separate the apex of the catheter from the lateral inferior vena cava wall which were unsuccessful after three to four attempts. Repeat digital subtraction radiogram was performed which demonstrated stable positioning of the filter and any further attempt to retrieve the filter was concluded. The device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately six years and six months after filter deployment, a recovery cone was utilized in attempt to engage the recovery barb at the apex of the filter. The filter apex was noted to be encased in a fibrous cap and attempts to use the recovery cone to displace the fibrous cap were attempted but were unsuccessful. Additional attempts were made to try to retrieve the filter; however, the filter remained implanted. Therefore, the investigation is confirmed for the retrieval difficulties which resulted in the filter remaining implanted. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: only use the recovery cone removal system to remove the g2 filter. Never re-deploy a removed filter. Do not attempt to remove the g2 filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Removal of g2 filter: capture of g2 filter after the cone has been opened superior to the filter, advance the cone over the filter tip by holding the introducer catheter stationary and advancing the pusher shaft. It is recommended to obtain an anterior-oblique fluoroscopic image to confirm that the cone is over the filter tip. Close the cone over the filter tip by advancing the introducer catheter over the cone while holding the pusher shaft stationary. Continue advancing the introducer catheter over the cone until the cone is within the introducer catheter. With the cone collapsed over the filter, remove the filter by stabilizing the introducer catheter and retracting the pusher shaft in one, smooth, continuous motion.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter could not be retrieved during a percutaneous procedure. There was no reported patient injury.